Event description:
It was reported that, "avs wedgenose unilif broke while tapping into interbody space. Yes, a 0 degrees x 10mm x 25mm x 8mm unilif was implanted. The broken implant was a 10 x 25 x 8 x 4 degrees unilif. He needed to shave posterior lips of endplantes for implant to go in. The delay was 10-15 mins max. The dr loaded up the same size implant only with 0 degrees lordosis and it went in."

Manufacturer narrative:
Not returned.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of the fracture of an avs unilif wedgenose vertebral spacer was confirmed via sales rep correspondence. The device was not returned for evaluation. The communication log indicates that the breakage happened during insertion while the surgeon was tapping the spacer into the interbody space. The surgical technique indicates that to correctly size the implant the paddle distractor, reamer-distractor, or trial should be used before selection and should fit snugly within the disc space. After the breakage, the surgeon chose the same size spacer but with a different lordotic angle and it was reported to have no issues. Conclusion: the root cause of the failure is likely the incorrect angle selection of the spacer.

Event description:
It was reported that, "avs wedgenose unilif broke while tapping into interbody space. Yes, a 0 degree x 10mm x 25mm x 8mm unilif was implanted. The broken implant was a 10 x 25 x 8 x 4 degree unilif.he needed to shave posterior lips of endplantes for implant to go in.the delay was 10-15 mins max. The dr loaded up the same size implant only with 0 degrees lordosis & it went in."